Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event infomation. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.